Event description:
Sales representative reported that pt was having revision surgery due to implant loosening. Initial surgery was on (B)(6) 2011 and revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could not confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed. All batch records, sterilization and sterility results were reviewed. There were no defects or deviations reported. The info provided is sufficient to permit a conclusion regarding the loosening of the implants. Tension test samples for the porous coated femoral component met the minimum testing requirements (5,000 psi tensile strength). The dovetail tibial tray is cemented to the tibia during implantation. No info was provided on pt bone quality or if it was a contributing factor. There have been three other reported complaints for loose porous coated femoral components. This represents less than 1% of the porous knees implanted (4 complaints is 480 porous knees implanted from 2010 through 2012). This is the second reported complaint of loosening of cemented tibial baseplates. This represents less than 0.02% of the total cemented tibial baseplates implanted (2 complains in approx 13,000 knee implanted from 2010 through 2012).